Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable physical damage. During the functional testing was unable to duplicate the customer's reported issues. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: rebuild drive train and perform preventive maintenance. UDI information is unknown.

Event description:
It was reported that a clutch error and syringe size is not always correct events occurred. No patient injury reported.